Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0v. Functional testing and pairing test could not be performed due to the transmitter having 0v. A bin file analysis was unable to be performed. There was no data log available to review. The reported event of a transmitter failed error complaint confirmation was unable to be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.